Event description:
Additional information received from a healthcare provider reported that the surgery for the neck pain was not related to a device or therapy issue. The surgery was an anterior cervical discectomy and fusion. The patient's device was for their thoracic spine. The surgery was performed on (B)(6) 2015.

Manufacturer narrative:
Concomitant product: product ID 37714, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
The consumer reported that they needed a c spine MRI for neck and arm pain. A few months later, it was reported that the spinal cord system was replaced for low back and lower extremity pain. It was noted that the lead was fractured. The patient also had neck pain. The cause of the neck and arm pain was determined to be degenerative disk disease. The patient was scheduled for surgery on (B)(6) 2015. The indications for use include spinal pain. If additional information is received, a supplemental report will be sent.